Event description:
During the procedure to treat an internal carotid artery aneurysm, two coils prematurely detached. The first coil was being repositioned when it detached. The majority of the device was within the aneurysm. The physician was able to push the remainder inside the aneurysm using the delivery wire. The second coil [subject device] detached as the device was being deployed inside the aneurysm and 4cm of the device protruded into the parent vessel. The physician was unable to push the device into the aneurysm using the delivery wire and could not retrieve the device after several attempts. A stent was placed to secure the tail of the coil to the vessel wall without any issues. There was no reported clinical consequence to the patient who was reported to be stable.

Manufacturer narrative:
Additional information was received from the user facility. There were no anomalies noted during the preparation of the coils and they were soaked in saline prior to use. Continuous flush was maintained and there was no resistance encountered as the coils were advanced through the microcatheter and deployed into the aneurysm. Coil protrusion.